Event description:
It was reported that the cable, which slides inside the grove of the cart's arm, is bare. User is concerned that this could cause an electrical shock to the medical staff. It was further reported that one of the cables is kinked.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the cable, which slides inside the grove of the cart's arm, is bare. User is concerned that this could cause an electrical shock to the medical staff. It was further reported that one of the cables is kinked.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection found the insulation chord was wrapped in tape. When the tape was removed, the insulation from the chord was severed open and the metal wire was exposed. Probable root cause/s could be damaged chord during set up. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.